Event description:
It was reported that the device overheated. This did not occur during a surgical procedure, so there was no patient involvement. There were no reports of user injury or adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer, however the complaint could not be confirmed. Based on the quality investigation, the geartrain failed which could lead to the device overheating.